Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient experienced a blood glucose (bg) of 292 mg/dl with nausea associated with multiple call service alarms from the insulin pump. Reportedly, the patient discontinued pump therapy, but did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that there were more than 3 call service alarms emitted from the pump within 30 days. The reported bg excursion does not meet the criteria for a serious injury. This complaint is being reported based on the alleged call service alarm issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/03/2014 with the following findings: there were call service (cs 054 and cs 052) alarms observed in the pump histories. The pump powered on properly with no alarms emitted. The pump was exercised for 24 hours with no call service alarms received.